Event description:
It was reported that during endoscopic biliary stent placement, a partially deployed stent was unable to be recaptured as described in the instructions for use. The stent was retrieved from the pt in a partially deployed state. There was no injury to the pt.